Event description:
It was reported the left ventricular (lv) lead thresholds increased gradually over time. As the thresholds increased, the outputs increased and led to pocket stimulation because the lv lead was unipolar. A revision was done and the lv lead was capped. Two different model lv leads were attempted in several different coronary veins locations but thresholds were high in each of the attempted positions. The attempted lv leads were both removed and no lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).